Event description:
It was reported that during an implant of a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) noise and oversensing were noted. The noise appeared to be due to air bubbles. This was resolved without further reported issues. No adverse patient effects were reported. The specific device information was not available despite attempts to obtain this information from the field.